Event description:
It was reported that prior to the start of a da vinci-assisted simple transabdominal prostatectomy surgical procedure, the universal surgical manipulator (usm) 2 was not responsive, with the arm unable to move and displaying an error. Initial troubleshooting included reviewing system logs, which showed related errors, and confirming that the arm could not be moved at all. The user was then guided through a hard power cycle of the patient cart using the circuit breaker and epo button; however, after restart, the issue persisted and the arm remained disabled without user input. The system was deemed usable with the remaining arms while further evaluation was required. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.